Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the infection was unknown along with if any factors contributed to this. All components were removed, but date of explant was unknown.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use, during the event include: brand name: sensight, product ID: b3400060m (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2024, brand name: sensight, product ID: b3400060 (serial#: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2024, brand name: sensight, product ID: b3300542 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2024, brand name: sensight, product ID: b3300542m (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, by the manufacturer representative (rep). That the patient, had an infection. And implantable devices were explanted. It was unknown, whether any external factors may have led or contributed to the issue. The patient was alive and had no injury at the time of the report. No other information was provided.